Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance. During the procedure, it was noted that the lead had perforated the heart. The lead was thrown out and will not be returned. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.